Event description:
Reportedly, shortly after implantation, the physician observed decrease of sensing, increase of pacing threshold and a high lead impedance value (>3000 ohms). An intervention was performed three days later to reposition the lead, but psa measurements were normal. The physician indicated that interrogation of the subject device was not possible. The physician then decided to close the pocket. After the intervention, interrogation of the device revealed high impedance values and inability to program the polarity to bipolar. A second intervention was performed the following day in order to replace the subject device.

Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.